Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the tubing detached from hub. Patient bg level was found to be 300mg/dl. No further information available.